Event description:
It was reported that during a surgery, the rod broke when the surgeon was bending it. After that the surgeon used another rod and finished the surgery.

Manufacturer narrative:
Visual analysis, device history review, complaint history review, risk assessment; the returned rod was confirmed to have fractured at the laser marking dot, which was observed to have voids during inspection. No relevant manufacturing issues were identified. The most likely cause of the customer reported event is the presence of voids on the laser marking dots, which were positioned on the tensile side of the rod bend.

Event description:
It was reported that during a surgery, the rod broke when the surgeon was bending it. After that the surgeon used another rod and finished the surgery.